Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic pancreatectomy, the surgeon was able to press the green button, however the handle was unable to be squeezed. The device did not fire. It was also reported that device had an abnormal noise. Another handle and reload has been used to resolve the issue as the reload was pre-fired. There was no patient harm.